Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor. The patient¿s weight at the time of the exacerbation of spasticity was unknown. A pump and catheter replacement procedure were performed on (B)(6) 2021. It was reported that the catheter would not be returned to the manufacturer because inspection was not needed. It was further reported that no particular cause was investigated, and the cause of the obvious foreign material could not be found. Intrathecal baclofen therapy was requested to be continued and the patient is currently under monitoring.

Manufacturer narrative:
Product ID 8781 lot# 0206992686 serial#. Implanted: (B)(6) 2021. Explanted: (B)(6) 2021. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# 0206992686 implanted: (B)(6) 2021 product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon of an unknown concentration via an implantable infusion pump for cerebral infarction. The daily dose rate of gabalon was 130 mcg (dosing duration (B)(6) 2021 through (B)(6) 2021. The patient was receiving gabalon at a daily dose rate of 135 mcg as of (B)(6) 2021 and continuing. It was reported that the date of implant was (B)(6) 2021 and there were no complications. Concomitant drugs, past history, and history of adverse reaction were noted as being none. The patient experienced an exacerbation of spasticity. A catheter occlusion was suspected. Respite hospitalization occurred on (B)(6) 2021. On (B)(6) 2021 a catheter occlusion was suspected due to abnormal variability during refill. On (B)(6) 2021 a catheter test was proposed during hospitalization, but the patient was discharged due to the strong request of the patient. On (B)(6) 2021 the effect was enhanced, so the gabalon dose was increased to 135 mcg/day. On july 13th, a rotor test and catheter angio test / x-ray were performed. There was no abnormality in the pump. The catheter could not be aspirated. It was further noted that after checking the dosage inside the catheter, an attempt was made to push the syringe, but it did not push. Since the patient requested an increase in the dose in the summer, it was expected to be a complete catheter problem. It was noted as being good that it became clear by performing rotor test and catheter angio test. The physician wanted a catheter replacement procedure performed at the time of admission, but it could not be performed because the patient strongly wanted to go home. It was thought that the catheter should be replaced as soon as possible in consultation with the patient and family. It was further reported that at the time of pump replacement on (B)(6) 2021, something like protein material was attached near the pump connector, so it was thought that something might be involved. The outcome of the adverse event was unrecovered. Regarding causality, the issue was related to drug and unknown if related to surgical procedure. The cause was not related to the pump. The patient's weight was unknown.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor. A full replacement (pump and catheter) procedure is to be performed on (B)(6) 2021.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: 0206992686, implanted:(B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor. Volatility anomalies were confirmed on 2021-jun-02 (expected remaining amount and actual remaining amount). It was further noted that the program residual amount was 2 ml, and the actual residual amount was 1 ml, volatility 62.5%. Regarding actions taken to resolve the issue, a procedure was not yet performed. Return of the product was dependent on whether the surgery is performed. It was noted that a request was made to perform a catheter check when performing the procedure. Subsequent course of the patient was unknown. The patient¿s weight at the time of the event was unknown. It was further indicated that obtaining additional information was currently difficult as the facility was under a state of emergency, therefore visiting the facility was difficult.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.